Event description:
Augmentation mammoplasty in 1984. Now with arthritic type pains in shoulders and elbows, increased in last 4 years. Possible leak in (l) implant on MRI. No appreciable capsular contracture on pe. Rt implant removed intact. Capsule removed without difficulty. Lt implant and capsule removed intact. When (l) capsule opened by dr free silicone extruded.